Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was also reported that the customer had high blood glucose levels of 558mg/dl. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 113mg/dl. Partial troubleshooting occurred. No additional information is provided.